Event description:
The airsense 11 bilevel CPAP machine cannot handle the pressure the manufacturer claims it can. Bipap of 25/20 prescribed, dme company supplied airsense 11. Within 1 week the machine would not seal internally, possibly to water tank. Reseating the tank with more pressure didn't help. At first this happened in the middle of the night and the patient woke up with apnea symptoms to find the machine turned off. Auto shut off was disabled. With a day or so of continued use it started making howling noises soon after use started. A new, unused one was issued as a replacement. Within 1 week the same thing happened. Due to delays with the dme company, the patient has gone over a month without effective sleep apnea therapy. A new machine of a different brand has been requested. His old machine was a respironics with similar settings and it lasted 7 years. This is a follow up to a report on an airsense 11. It may not be that model. I took a photo of the machine's info. There is no model name on the machine.